Event description:
The consumer reported, using the product for longer than eight hours on his lower back. The patch was painful to remove and tore the skin in three separate locations which bled. The consumer did not seek medical attention at the time of the incident and treated the area with nuskin. The injury took approximately two weeks to heal and left three scars.

Manufacturer narrative:
The consumer knowingly used the patch off-label by wearing for longer than eight hours. The consumer may have also used the product off-label by putting pressure on the product while wearing. Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. The unused portion of the product has been returned to the manufacturer. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.